Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced tape not sticking issue on (B)(6) 2026 due to accidental pull off while taking out trousers. No further information is available.